Manufacturer narrative:
The device was returned and the reported mechanical jam- lock line was confirmed in testing environment. Furthermore, knots on lock line was observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would be associated with this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, reported mechanical jam (inability to remove the lock line) appears to be due to the observed material deformation- knotted lock line. A cause for the knotted lock line could not be determined in this incident. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the inability to remove the lock line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3+. The clip delivery system (cds) was advanced and placed on the mitral valve. During deployment, when removing the lock line (ll), resistance was met after removing the ll approximately 1.2 to 1.5 m and the ll could not be removed. The clip was opened and the cds and ll removed without issue. Another clip was implanted, reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.